Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer stated that the insulin pump button does not work. Customer also reported that they did some tests with insulin pump and that did not resolve the keypad anomaly issue. No battery out limit alarm troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.